Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. Results: inspection of the complaint feedset tube and water bag spike revealed that there was sufficient glue on the connections but the glue was only partly bonding. During the performance test, water droplets formed at the connection between the spike and feedset. A lot check revealed no other complaints of this nature for lot number 130822. Conclusion: we were unable to determine definitively the root cause of the reported fault; however, it is possible that the leak from the feedset tube was due to the failure of the glue bond that joins the spike to the water feedset tube. Our previous investigation on similar complaints have also shown that such problem has been caused by the user removing the spike by grasping the tubing instead of the spike. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the spike in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of (B)(4) newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. User instructions which accompany the mr290 autofeed humidification chambers state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Our monitoring and trending of complaints involving loose spike connections in the mr290 feedset tubes has a rate of occurrence of (B)(4) devices per (B)(4) sold worldwide in the last year to the end of (B)(4) 2014.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the water feedset tube of an mr290v vented autofeed humidification chamber leaked at the spike when checked before use. This occurred prior to patient use.